Event description:
The customer stated the gain settings on a cell-dyn emerald analyzer did not match the standard setting. Abbott customer service instructed the customer on how to adjust the gain settings and the issue was resolved. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A followup report will be submitted when the investigation is complete. H3 other text : an investigation is in process